Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the stent found that the stent was damaged and bunched and pulled distally on the balloon. As a result, the proximal edge of the stent was positioned at 12mm distal to proximal markerband. Stent struts stretched and misaligned. No other damage was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user related as the delivery system was not inflated to a minimum pressure to expand the stent according to the dfu. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.25x16mm promus element plus stent was advanced in an unspecified lesion. The balloon of the stent delivery system (sds) was inflated at 8 atmospheres and was not increased in pressure to prevent dissection. Angiography was performed and found out that the lesion was not fully dilated and indentation was not enough. The balloon of the stent deliver system was deflated and the device was removed from the body however, the stent was still found to be mounted on the sds and the stent was also deformed because the stent was caught on the tip of a guiding catheter when the device was removed. The procedure was completed with a 12x2.25mm promus element stent. No patient complications were reported and the the patient's condition is good.